Manufacturer narrative:
Failure analysis found the primary failure of dislodged coextrusion to be related to the customer reported complaint. The coextrusion component was found to be dislodged at the distal tip. The coextrusion was easily removed from the sheath. There was no missing material. A second sp instrument sheath accessory was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint. The sheath was returned and inspected and found no damage. The coextrusion component was at the distal tip and not loose. There was no complaint against the product to assess the effect of its failure. The third sp instrument sheath accessory was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. Only the coextrusion of the sheath was returned. The coextrusion component of the sheath was dislodged. Failure analysis found the primary failure of lodged coextrusion on the fenestrated bipolar forceps to be related to the customer reported complaint. The instrument was found to have a lodged coextrusion component from an instrument sheath.

Event description:
The sp instrument sheath was an incidental return included with the fenestrated bipolar forceps which alleges that an instrument sheath would not go on, and another was found with a loose rubber ring. There was no alleged malfunction reported against this accessory.

Manufacturer narrative:
Advanced failure analysis (fa) was completed on the instrument sheath. Initial fa was confirmed. The instrument sheath exhibited a dislodged distal coextrusion. The dislodged distal coextrusion did not exhibit any obvious surface damage, and the sheath's distal end did not appear to exhibit any tearing.

Event description:
Refer to h10/h11 for follow-up information.